Event description:
Report received of blood backup and blood loss. The customer contact stated that after connecting the tubing set to the newly inserted intercath and opening the clamp to deliver lactated ringers, a small amount of blood was noted on the rug and in the tubing. The clinician stated that immediate pressure was placed on the patient's arm at the area of the distal aspect of the intercath to control the bleeding. A co-worker primed another set, which was then exchanged for the first set. It was reported that there was a crack in the tubing near the end of the set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.